Event description:
It was reported that a caucasian female patient who underwent a breast augmentation revision with unspecified mentor gel breast implants has experienced breast implants rupture bilaterally complicated by silicone granulomas formation on both sides. It was also reported that the patient has developed capsular contracture in the left breast (bg-unk). At this time, mentor has received no information regarding explantation or an expected explantation date. This report is for the left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).